Event description:
The duett sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. Following the deployment, the pt experienced loss of color and pain in the affected foot. An ultrasound confirmed an occlusion and treatment consisted of a surgical thrombectomy. The treatment was successful and the event was resolved.